Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for the first 2-3 weeks of having the ptm (personal therapy manager), they would get a bolus "within a minute to minute and a half." Now, for the last 3 days, it had been taking "anywhere from 4 minutes and 20 seconds to 5 minutes and 37 seconds to get connected to the pump." The patient confirmed they were eventually getting connected and getting the bolus, but it had ¿been taking longer and longer over time." The agent asked if they were getting any error messages and the patient stated ¿no.¿ the patient mentioned they had a refill "not too long ago" and it was the "same situation." The patient also mentioned they are "up to 10 boluses per day." During the call, the patient was ableto successfully connect to th eir pump and confirmed they were at 90% for "a couple of minutes." The agent asked the patient how often they restarted their handset and the patient stated they hadn't. The agent recommended the patient restart their handset once a week. The troubleshooting steps that were taken on the call resolved the issue. The patient was going to continue to monitor and call back if the issue persisted. Additional information was received from the patient who reported that they were still experiencing a long telemetry delay while trying to connect and bolus. The patient stated they get 14 boluses per day, and they get their pump refilled about every 60 days and they experience no difference before/after their refill. The patient stated they were hurting more due to how long it takes to bolus. It was about 3 mins to connect then would take 8-10min and now its 17-15mins, gradually getting worse over time. The patient stated they have talked with a whole bunch of people online who experience the same issues. The patient also stated the last 3-4 months they are also getting the restart due to a system error after 4-5mins which causes them to start the whole process over again. The patient explained that sometimes they will get that message to restart then when it connects the handset indicates the bolus had st arted/was successful already. It is suspected that the pump got the command to start the bolus and did start the bolus, but the success is not reaching/displaying the handset. Data storage was 25.89mb. An email was sent to the repair department for a replacement h andset. Telemetry delay issues. No patient injury reported. Additional information was received from the patient reported that with the handset replacement he received yesterday, he was able to connect to the pump and the 90-91% lag was about 13 seconds.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.